Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. Initially a torn wire was reported; however, for clarification, the nonconformance was a broken pitch cable. The pitch cable was broken at the instrument's wrist. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si total benign hysterectomy procedure, a pk dissecting forceps instrument had a torn wire. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.